Event description:
Patient was implanted with tfn construct on (B)(6) 2011 for an intertrochanteric fracture of the femur.

Manufacturer narrative:
Visual inspections noted damage to locking bolt thread outside diameter, minor marks to other surfaces. Due to the damage, dimensions that could be measured were found to meet specifications. Investigation is on-going.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, an no product was received.

Manufacturer narrative:
(B)(4): placeholder.

Event description:
Pt was implanted with tfn construct on (B)(6) 2011 for an intertrochanteric fracture of the femur. Each f/u visit with surgeon involved x-rays. Surgeon reports seeing the fracture collapse over a period of 9 months, at which point he also noted the lag screw had perforated the femoral head. By that point the pt did complaint of pain. Pt was converted to hemiarthroplasty on (B)(6) 2012. It was reported that the tfn extraction was uneventful, but surgeon reports visible deformation of the locking mechanism despite having disengaged the mechanism prior to removing the lag screw. Surgeon does not recall encountering resistance during the initial implantation or explantation of the lag screw. This is 3 of 3 reports for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. It is unclear if the wear marks came during the insertion or removal of the tfn screw. However, wear marks on the hex show an increased resistance for insertion - clockwise wear marks. This possibly means the prong of the locking mechanism was interfering with the oblique head element hole. After looking at the submitted parts with the complaint, it appears the tang of the locking mechanism of the tfn was interfering with the oblique head element hole. This most likely had zero affect on the perforation of the femoral head. Due to many factors including: patient compliance, type of fracture, how well the fracture is reduced, etc. It is hard to determine the exact cause of the tfn screw perforating the femoral head. After reviewing the x-rays, it was seen that the tfn screw was advanced too far through the nail and the locking mechanism seemed to be more proximal in the nail than it should be, thus it was probably not engaged. The fracture did not appear to be as well reduced either. These factors allude to an incorrect technique and could have contributed to the adverse event.